Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. Philips field service engineer (fse) was unable to confirm the reported issue. The fse reseated internal power supply cables. The device successfully passed performance specification testing

Event description:
Customer reported unit is not turning on. No patient/user harm reported. The event date was not specified; estimate used.